Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing noise and triggered a lead integrity alert (lia) for non-sustained high rates and short v-v counts. During the lead revision procedure, the vein was closed off for implanting a new lead. The lead was capped and replaced and new lead was placed on the opposite side. No further patient complications have been reported as a result of this event.